Event description:
During product evaluation by a service technician, a flo-gard infusion pump generated a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. The root cause of battery low alarm was determined to be damage to the battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up report will be sent. (B)(6).